Event description:
The customer received questionable creatinine results for an unknown number of patient samples. Data was only provided for two patient samples. Patient sample 1 initial result was 0.63 mg/dl. The doctor requested repeat testing as the patient undergoes regular dialysis. The repeat result was 16 mg/dl. Information concerning if the patient was adversely affected was requested, but was not provided. On (B)(6) 2013, patient sample 2 initial result was 1.45 mg/dl and the repeat result was 1.05 mg/dl. Information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. The creatinine reagent lot number was 68774301. The expiration date was requested, but was not provided.

Manufacturer narrative:
The repeat results for sample 1 were 16.90 mg/dl from a hitachi 912 analyzer and 16.08 mg/dl from the integra 400 analyzer. The result of 16.90 mg/dl was reported outside the laboratory. There were no adverse events. Patient 1 was a dialysis patient.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided data. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6). Information concerning the specific part number involved in this event was requested, but not provided.